Event description:
The customer stated that she tested her blood glucose using her 2 contour meters and received readings of 150 mg/dl and 74 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.